Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button issue. Customer¿s blood glucose level was unknown. Customer reported that the threading of the reservoir compartment was dulling down. Customer reported that the buttons were more difficult to press and are less responsive. The insulin pump will not be returned for analysis.